Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) - incomplete. The expiration date is not currently available.

Event description:
The surgery of right shoulder arthroscopy, with surgeon dr. Xxx, at the moment of the surgery when turning on the device and connecting the vapr, it presented a problem. The console was presented with the message output acessory and at the same time the tip of the vapr (electrode) was sparking. There was no direct damage to the patient. The product (vapr electrode) was replaced and did not present further problem. Hospitalization time was not increased. Any device part fell into the patient. It was an initial use of the product. The product was stored according to labeling instructions. After registered this complaint, the distributor updated that: " no spark struck the patient."

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 4 o¿clock to 10 o¿clock position, thus confirming this complaint. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Upon further observation, the center ceramic material (manifold) appeared to be melted from 4 o¿clock to 10 o¿clock position. There was no crack or break notice on the face place. No indication of missing material from the active tip was identified. Due to safety and protection of lab equipment, no testing was performed. The supplier completed a CAPA investigation) to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated. This issue is also investigated and closed. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. This lot of devices was manufactured before the design change resulting from the supplier CAPA. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 4 o¿clock to 10 o¿clock position, thus confirming this complaint. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Upon further observation, the center ceramic material (manifold) appeared to be melted from 4 o¿clock to 10 o¿clock position. There was no crack or break notice on the face place. No indication of missing material from the active tip was identified. Due to safety and protection of lab equipment, no testing was performed. The supplier completed a CAPA investigation (cap-101379) to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue is also investigated via mitek dr-004742 which is closed. The DHR review indicated that the 304 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. This lot of devices was manufactured before the design change resulting from the supplier CAPA. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of (B)(4) devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).